Manufacturer narrative:
(B)(4). Date sent: 04/21/2020. Additional information was requested, and the following was obtained: patient did not experienced any consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/23/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tcr10 reload was received with no apparent damaged and a tyvek was received along with the device. The reload was received with the right side fully fired and the left side unfired. The returned reload had the swing tab in the locked position. No functional test was performed due to the condition of the device. No conclusion could be reached as on what caused the condition of the to reload as no device was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event since no device was received analysis, the instructions for use contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please clarify if there were any patient consequences?

Event description:
It was reported that during a proctocolectomy, the staples only formed on one side. On the other side, there were no staples deployed. Surgery was not delayed and was successfully completed. It's unknown whether there were any patient consequences. No additional information is available at this time.